Manufacturer narrative:
Evaluation codes: updated. Device evaluation: visual inspection found no external abnormalities were found in the product. Functional tests confirmed the device was leaking from the return tube, float switch, and drain valve. Root cause of the leaking was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced return tube, float switch, drain valve and o-ring.

Event description:
It was reported that there is a water leak. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.